Event description:
It was reported that the customer was hospitalized with chest pain and hyperglycemia. The customer's blood glucose reading was 500 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed failed battery test. Inserting a new battery into the insulin pump cleared the alarm. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product thas been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.